Manufacturer narrative:
The probe was not returned to neuwave for evaluation. A review of the device lot history records indicated the probe met all specifications and passed all manufacturing tests. System logs were reviewed and no relevant error messages were generated during the procedure. No additional investigation is planned unless the probe is returned to neuwave.

Event description:
During a laparoscopic ablation case using an sr25 probe, user identified darkening of the abdonimal wall at the probe insertion site. After the darkening of the abdominal wall was noticed , doctor then used an introducer 11 fr size and repositioned the ablation probe. No further darkening occurred after the introducer was used. No information was provided as to whether a skin burn occurred or if any treatment was required.